Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral artery was used as the access site, and a pre-implant balloon dilation was performed using a 20 mm non-medtronic balloon. The valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. The valve was implanted in the native annulus, and the cuspal overlap technique was used. Slow valve deployment was performed. Prior to withdrawing the dcs, the nose cone was centered within the frame inflow. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgement was the withdrawal of the dcs. It was noted that the patient's anatomy was tortuous with a large angle of the aorta.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the dislodgement, the implant depth was approximately 2-3mm. Following the dislodgement, the valve was above the annulus in the ascending aorta.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012628477); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the evolut fx transcatheter aortic valve in a patient with gradients of 64/38 mmhg, an ejection fraction of 45%, and moderate calcification, ventricular tachycardia and ventricular fibrillation occurred during the valve implant. Defibrillation was performed post-implantation. During the removal of the delivery catheter system, the valve dislodged to the aorta, although no resistance was felt during the withdrawal. A new evolut fx valve was subsequently implanted in a good position with no visible regurgitation post-implant.